Event description:
Philips received a complaint from a service engineer, reporting that the v60 ventilator displayed some error codes while the device was being evaluated for a different issue. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10: insufficient information is available to determine what additional error(s) were observed when the device was evaluated. Multiple good faith efforts (gfe) were performed for further details regarding the event on 03/15/2023, 03/28/2023 and 04/05/2023; however, no response was provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Per the service max record, it was reported that the device required a power management board. The part was replaced, and the device was returned to service.